Event description:
Needle used to access implanted intrathecal port for pain control via infusion pump. Needle placed 3/6/97 with physician orders to not change it unless not working. Pt home with dressing changes by home care nurses. At 3/28/97 dressing change, needle was noted to feel "unstable" but no disruption in pain control. Dressing became wet and nurse discovered needle had broken at the bend. Pt was brought to ER for evaluation (3/29/97 11:00 am) where remainder of needle was retrieved from port and another needle was placed.